Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. The gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg) was implanted. Then, a contralateral leg (plc141000j) was implanted in the right limb and a contralateral leg (plc121200j) was implanted in the left limb as extended ipsilateral leg. An angiography revealed a suspected type ib endoleak from the left leg and a type ii endoleak. A touch-up ballooning was performed to the left leg again, but the type ib endoleak from the left side remained. An iliac extender endoprosthesis (pll161007j) was implanted to extend left leg to the left external iliac artery and the type ib endoleak was resolved. The type ii endoleak remained, but no treatment was performed. The vessel wall pushed the flow divider of the trunk ipsilateral leg and the blood flow to the right limb was decreased. The ballooning was performed to the flow divider, however the blood flow was not improved. An iliac extender endoprosthesis (pll161000j) was implanted in the right side from where about 5mm above the flow divider. The angiography revealed that the blood flow was improved and the type ii endoleak remained. The procedure was concluded. The physician stated it seemed that there was no problem with the device selection and a sealing length was enough. He also suggested that the calcification have might been cracked when the touch up ballooning was performed to the plc121200j, then the blood flow might have been into from that crack.